Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 2ml of juvéderm® voluma¿ xc in the cheeks, bilateral and 1ml of juvéderm® vollure¿ xc in the lips, nlfs, and marionette lines. Approximately four months later, patient experienced edema and painful nodules. Patient was treated with allergra 180mg and zyrtec 10mg. Five days later, patient was prescribed prednisone taper 60/40/20/10mg." A week later, patient was prescribed ¿minocycline 100mg¿, and patient was injected with ¿hylenex¿ three days after that. Events have resolved a little less than 2 months from onset of symptoms. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03203 (pr (B)(4)). This MDR is being submitted for juvéderm® voluma¿ xc.